Manufacturer narrative:
The field service representative made minor adjustments to the reaction cell washing and to the reagent probe. The alarm trace showed a high number of abnormal aspiration alarms, which are indicative of issues related to the pre-analytical handling of patient samples. Improper pre-analytical handling could lead to carry-over effects due to the probe not being properly cleaned. The creatinine concentration in urine is much higher than in serum/plasma. Therefore, any kind of carry-over could cause discordant high results. After service, no issues were reported by the customer. The investigation determined the issue to be consistent with a pre-analytical handling issue.

Event description:
There was an allegation of questionable cobas creatinine plus ver.2 assay and potassium results for 1 patient on a cobas c 503 analytical unit. The creatinine result (from sample a) was 195 umol/l. On (B)(6) 2024 the creatinine result from a new sample (sample b) was 73 umol/l. The potassium result (from sample a) was 4.41 mmol/l. On (B)(6) 2024 the potassium result ( from sample b) was 3.7 mmol/l. The tests were repeated as the results did not match the patient's clinical history and the patient was well.

Manufacturer narrative:
The creatinine reagent lot number was 772926. The expiration date was not provided. The potassium reagent lot number and expiration date were not provided. Reagent issues were excluded. The investigation is ongoing.